Manufacturer narrative:
Implant date was estimated since unknown.

Event description:
It was reported that there was a device related thrombus. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted. In (B)(6) 2020 the patient experienced a cerebral vascular accident. On (B)(6) 2020 the patient had a follow up visit. Transesophageal echocardiogram imaging showed that there was a thrombus on closure device.

Event description:
It was reported that there was a device related thrombus. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. In (B)(6) 2020 the patient experienced a cerebral vascular accident. On (B)(6) 2020 the patient had a follow up visit. Transesophageal echocardiogram imaging showed that there was a thrombus on closure device. It was further reported that the patient had an ischemic with symptoms of weakness and numbness in the face as well as being dizzy and confused. The patient was on eliquis and aspirin for 6 weeks. Even though a tee was not done, the patient came off their anticoagulation at 6 weeks. Following these events the patient was put back on full dose of eliquis.

Manufacturer narrative:
Implant date was estimated since unknown.